Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused, or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'did not alarm for end of infusion' which were verified through a review of the event history log by the presence of 'infusion complete alarm!'. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for end of infusion. There was no known patient injury, or medical intervention associated with this event. No additional information is available.